Event description:
The customer reported a fluid leak from underneath the unit with vacuum over limits system error involving access 2 immunoassay system. The customer and another associate had on gloves and cleaned up the large spill. No patient results were affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse noted the fluid leak with vacuum over limits error in the event log. The fse replaced the defective wash tower vacuum valve. The fse verified the system operated within specifications. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).